Event description:
Additional information indicated a revision procedure was performed and the ra terminal pin was not fully inserted into the device header. The lead was re-inserted with normal impedance measurements.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing impedance measurements greater than 2000 ohms. There may be loss of capture; however, it is uncertain as the patient is in atrial fibrillation (af). At this time, the physician has not determined if he would be replacing the lead or not. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.